Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a leak that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the biomed was trying to perform the test while in service mode instead of normal operating ventilation mode. There was no issue with the machine. This is not reportable.